Manufacturer narrative:
Photographs were returned for evaluation. Photographic inspection showed that the tracheostomy shaft was disconnected from the flange. One device was returned for evaluation without its original packaging. Visual inspection of the device found the flange broken from the neck strap base. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A sample of (B)(4) devices was taken from the production floor for tensile testing to failure and found that the devices all broke at the tube end and not from the bonding between the tube and neck strap. Based on the evidence, the root cause was attributed to a manufacturing issue; the most probable cause related to the adhesive not being properly applied.

Event description:
The patient's physician described the stoma to be "mildly erythematous". The patient's mother removed the defective shaft and replaced with a new tracheostomy tube. The event was considered resolved.

Event description:
The tracheostomy tube was inserted the night before the date of the event. The tube was secured with dale tracheostomy tube ties. It was observed that there were secretions on the inside and outside of the tube. There was difficulty removing the tube.

Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient.

Event description:
It was reported that while a patient was using a portex® bivona® uncuffed neonatal and pediatric tracheostomy tube, the trach disconnected from the flange in the patient's trachea. The mom retrieved the shaft with a tweezers and placed a new trach. Patient had an abnormal sound to her breathing, but did not exhibit any color change or other symptoms of respiratory distress. The event was resolved. No other adverse events were reported.